Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture and lymphandenopathy.

Event description:
Patient reported left side " hypertrophic lymphadenopathies","data suggesting external capsular rupture and capsular contracture grade ii-iii","both implants with presence of lobulations and presence of scattered radial folds in their periphery","both breasts asymmetrical in morphology and size","left breast presents a nodule in the radius of 6 o'clock at 75mm from the nipple." Device remains implanted.